Event description:
As reported by the edwards field clinical specialist, a manta device did not seal the access site. The manta was deployed outside the vessel causing no hemostasis. A balloon used to tamponade and cutdown performed for closure. There was no allegation of any edwards device that caused the event. Reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).